Event description:
It was reported that there were third degree burns underneath the electrocardiogram electrodes that were being used for electrocardiogram monitoring. Placed on left lateral chest during a pacemaker insertion case.